Event description:
The MFR rep reported the catheter sheared at the anchor site. The only symptom the pt experienced as a result of catheter shearing was return of pain. No device troubleshooting was performed. The pt underwent a catheter revision.